Event description:
The patient stated that she believes her infusion device is not bolusing correctly. She was instructed to run a disconnected bolus and the infusion device functioned properly. The history of the infusion device was reviewed and appeared correct. The patient was advised to visually check each bolus for the next two days. Upon follow up the patient stated she programmed a 5.0 bolus and the pump only setup for a 4.0 bolus. The patient stated that she believes that one of the buttons is not making a connection, therefore, the infusion device is not setting up the correct bolus amount. The patient stated that about a week ago, she gave herself a bolus a 5.0 bolus for a meal and 4 hours later before bed her blood glucose was in the 200's mg/dl. She stated she gave herself a bolus and her blood glucose decreased. No symptoms were reported. The patient did not report assistance by a healthcare professional or second party to address the issue. Product was requested to be returned for evaluation.